Event description:
An sr mcp implant was removed due to infection.

Manufacturer narrative:
Manufacturer received a report on explant of a sr mcp due to infection. No device failure was reported. Use of the device at the facility was continued after an investigation.